Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via nbir left side removal due to rupture, correction of asymmetry, change of shape/size/style and ptosis. The device has been explanted.